Event description:
It was reported that thresholds have been rising and there is sometimes intermittent loss of left ventricular (lv) capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID c4tr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5076 implantable pacing lead x2, implanted: (B)(6) 2005. (B)(4).